Event description:
It was reported that pacemaker exhibited noise. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the pacemaker exhibited noise that was over-sensed by the device. The patient was in stable condition.